Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion at 10.73 psi. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. No applicable evidence to review in event history. The reported problem, fails occlusion at 10.73psi and cassette error, was confirmed by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. The device passed all functional tests after repair.